Event description:
The customer reported that while using this handpiece, it ran very hot. The bur guard in use at this time was exchanged for another, but the handpiece continued to run hot. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for eval and confirmed the reported problem. During testing, the operator found the handpiece overheated related to collet failure. Further investigation found corrosion located inside the collet. A review of repair history shows the last date of service was in june 2006. The user manual gives the following instructions: as certain internal components (i.e. Bearings) are known to degrade with use, cleaning, sterilization cycles, and/or lack of preventative maintenance, conmed linvatec recommends that the surgairtome two handpiece be returned to the factory for routine maintenance every twelve (12) months. Likewise, bur guards and angle attachments should be returned every six (6) months for preventive maintenance. Failure to follow this routine maintenance schedule may result in overheating or damage to the handpiece and/or bur guard and attachments, and may result in injury to patients or the medical personnel. To reduce the risk of injury, conmed linvatec recommends the following safety precautions: prior to surgery: remove the bur guard from the drill and spin the bur guard on a bur; if the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The customer will be contacted with additional information regarding this product.